Manufacturer narrative:
There was no report of patient injury. The heater-cooler system 3t 16-02-80 is not distributed in the USA, but it is similar to heater-cooler system 3t 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler system 3t devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova service representative was informed of the issue and the unit was returned to livanova (B)(4) for a deep disinfection. The service representative had examined the unit, tested the water sample and could confirm the reported contamination. The deep disinfection has been successfully performed in may 2016. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated. There was no report of patient injury.